Event description:
The customer states when mixing the vial to inject diluent, the syringe had not been secured and it leaked diluent which didn't go into the vial. This vaccine vial had not been given to any patients. No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The customer did not provide any product identification. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.